Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient had undergone bilateral replacement with the following devices: (left) 370cc mentor memorygel breast implant catalog: smpx370 lot: 7755074 sn: (B)(6) and (right) 370cc mentor memorygel breast implant catalog: smpx370 lot: 7755074 sn: (B)(6). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 17, 2021, the mentor failure analysis lab received the device for evaluation. On march 25, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 550cc breast implant was found to be ruptured and received in three parts. Additionally, an anomaly was observed on the edges of the tear consistent with shell abrasion the evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 550cc mentor memorygel breast implants, suffered spontaneous bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed via physical examination and MRI. As a result, the patient was scheduled for bilateral implant explantation surgery on (B)(6) 2021. This medwatch form is for the left breast prosthesis.